Manufacturer narrative:
Analysis confirmed the customer's comment as the external pulse generator exhibited a button press detected error. It was also noted that the pause and lock buttons on keypad were out of specification mechanically. The hanger assembly and upper case were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a button press detected error. The epg was returned for service. There was no patient involvement. It was further reported that the epg tested out of specification during analysis.